Event description:
A caller reported an issue with the insulin gauge displaying a different amount than expected, specifically experiencing a fill estimate issue on the pump, which remained static despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer service explained that this situation could occur due to a large variance in pressures used to calculate the insulin amount, and once the static number matches the insulin remaining, the estimate would resume normal operation. The caller understood and acknowledged the explanation.